Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The insulation on the distal tip was melted. The probable root causes for the melted sheath could be the electrocautery probe was not in contact with tissue, the electrocautery probe is activated while irrigating or aspirating fluid, the electrocautery probe is activated while there is irrigation fluid in the cannula and/or the tip is retracted into the sheath while the current is activated. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that while using the product the doctor noticed that the tip of the rubber insulation on the probe was starting to wear away and the outer sheath was showing melted marks.

Event description:
It was reported that while using the product the doctor noticed that the tip of the rubber insulation on the probe was starting to wear away and the outer sheath was showing melted marks.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.